Manufacturer narrative:
Device code - twisted grafts are not labeled in the IFU. Event eval: still under investigation.

Event description:
On (B)(6) 2013, the pt (now (B)(6) old) underwent a procedure to repair a formerly placed graft on a rupture case due to an endoleak (1820334-2013-00438)(the specific type of endoleak was not provided but info indicates it was a type I or a type iii). The physician placed a renu converter stent graft, but in the end, it was noticed that there was a "waist" on the renu. The physician explained that it was a twist of the already loaded graft. Pt is doing fine event if sealing due to this event is bit compromised. No further action planned from customer's side. A cook product specialist is meeting with the physician on (B)(6) to get more details on the case. Update as per complaint form rec'd (B)(4) 2013; "inserting the stent graft. While deploying the stent graft didn't adopt to the vessel wall and former graft. It didn't expand completely. Probably due to a twist. Which the dr says it was there already at deployment and not done by him. Maybe already twisted loading."